Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that a new adapter would not fit properly on the cartridge. The adapter may be defective and could leak. No adverse event. The adapter is being returned and replaced.